Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep. Reported that patient's hip (side not reported) was revised. The poly liner and head were revised. As reported by rep: "worn liner".